Manufacturer narrative:
Device evaluated by MFR.: the complaint was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination observed no damage to the tip. The proximal end of the distal blades and the distal end of the proximal blades were slightly bent. The returned unit was attached to an inflation device. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 3 mm distal to the distal end of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. After the inflation attempt, the blades went back to their normal condition. The balloon protector was not received for analysis. A visual and tactile examination found that the hypotube was kinked at 620mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system. The proximal section of the shaft was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 10/2.75 flextome cutting balloon was selected for use. During the 1st inflation, it was noted that the balloon ruptured at 10atm for 10 seconds. The balloon was completely removed from the patient. The procedure was completed with a 3.0x10 balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During the 1st inflation, it was noted that the balloon ruptured at 10atm for 10 seconds. The balloon was completely removed from the patient. The procedure was completed with a 3.0x10 balloon catheter. No patient complications were reported and the patient's condition was good.